Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of - 0,050mm the housing membrane is outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the shunt system is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operated within the accepted tolerance in both positions. Adjustment test: the valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake functions are fully operational and the braking forces are within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in both valves more visible, they were colored using a staining solution. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our examination results, we are able to determine deposits and a deformation of the prosa. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. The detected deposits had no influence on the technical characteristics at the time of the examination. Existing deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa shuntsystem (#fv770t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 75 years, height: 186 cm, weight: 100 kg, gender: male.